Event description:
It was reported to philips that the azurion device would not move during a procedure. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the customer had problem moving tabletop direction with patient.the philips field service engineer (fse) checked the system onsite and confirmed that there was a malfunction with system. To resolve this issue, fse checked the system and problem disappeared after a while. After the repair,the system was returned to use in good working order.no further information regarding the issue has been provided. No further action is necessary at the time. The codes were updated based on the investigation outcome.